Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported there was a hair/fiber on the black part of the plunger on the syringe. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a small syringe with a fiber inside in the area where the rubber stopper is. The other photo shows a box and a syringe connected to a needle assembly next to the box. A device history record review was completed for provided material number 305106, lot number 9193523. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Even though the photo shows a fiber inside a syringe, it is unknown how it got into the syringe. This site provides the needle assembly only. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: we will continue monitoring the complaint trend for the product and symptom. Even do the photo shows a fiber inside a syringe, it is unknown how it got into the syringe. This site provides the needle assembly only.

Event description:
It was reported that the bd precisionglide¿ needle experienced foreign matter in device cannula/needle/catheter or other fluid path component. The following information was provided by the initial reporter: material no: 305106, batch no: 9193523. On (B)(6) 2021, the reporter requested replacement because there is a hair/fiber on the black part of the plunger on the syringe. The reporter denied any adverse events or missed doses due to this event. Foreign matter was observed inside the syringe.